Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: removed adhesions, recurrent hernia, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) clinic. (B)(6) md. Office notes. Impression: preoperative history and physical, morbid obesity. Weight: 324 lbs. Bmi 55.0. Past medical history: recurrent abdominal hernias s/p repair. (B)(6) 2008: (B)(6) health. (B)(6) [ni]. Pathology report. Accession number: (B)(4) . Source: a. Liver, biopsy. B. Hernia sac, any location. C. Segment of previous gastrojejunostomy. Macroscopic examination: a. The tissue measures less than 1 cm. B. Consists of an ovoid adipose tissue, 4.4 x 1.4. 1.6 cm. C. Consists of a segement of bowel tissue designated a previous gastrojejunostomy and which is 10 x 6.5 x 4 cm. There are serosal adhesions. The specimen is open and shows a small communication between the stomach and jejunum. This opening is about 8 mm diameter. Microscopic examination. A-c: microscopic slides were reviewed. Diagnosis: a. Liver needle biopsies with minimal histologic change. B. Adipose and fibrous tissue. C. Gastrojejunostomy with serosal adhesions and congestion. (B)(6) 2008: (B)(6) health services. Discharge summary. Admit diagnosis: morbid obesity, history of pulmonary embolism, history of anemia. Discharge diagnosis: status post open revision of roux-en-y gastric bypass for morbid obesity with tru-cut needle liver biopsy for elevated liver enzymes and repair of a repair of a recurrent incisional hernia. Postoperative bleeding with anemia, requiring transfusion of five units of packed cells. Decreased urine output postoperatively. History: long-standing morbid obesity, severe comorbidities. Discharged home. No lifting greater than 10 lbs x 6 weeks. Abdominal binder as needed. (B)(6) 2009: (B)(6) health services. Daniel a. Smith, (B)(6) md. Procedure report. Postoperative diagnosis: stricture at gastrojejunostomy. Operative procedure: upper gi endoscopy with dilation of gastrojejunostomy. (B)(6) 2017: (B)(6) health. Implant record. Implant: vicryl mesh. (B)(6) 2017: (B)(6) health. (B)(6) md. Surgical pathology report. (B)(4). Specimens: a. Small intestine jejunum, obstructed jejunojejunostomy secondary to intussusception. B. Foreign body medical device, intraperitoneal mesh. Final dx: a. Jejunojejunostomy, resection: foci of mucosal necrosis and hemorrhage, focal mucosal acute inflammation and serosal fibrovascular adhesions with acute serositis. Final dx: b. Intraperitoneal mesh, removal: consistent with mesh (gross examination only). Gross description: a. Received in formalin, labeled with the patient¿s name and ¿obstructed jejunojejunostomy secondary to intussusception¿, is a 15.2 x 12.9 x 6.2 cm portion of adhesed loops of small bowel. No distinct orientation could be identified. A stitch is present designating site of intussusception. Upon opening the specimen, the point of intussusception is turned inside out with the mucosa present on the outer surface and interloped within each other consistent with intussusception. Away from the intussuscepted area there are multiple staple lines present. The mucosa ranges from dark red purple and edematous in the area of intussusception to pin-tan and grossly unremarkable. No distinct masses are grossly identified. Summary of sections: representative sections (five blocks) as follows: a1-a2- representative sections of grossly unremarkable mucosa adjacent to the anastomotic line; a3-a5- representative sections of edematous mucosa in area of intussusception. B. Received in formalin, labeled with the patient¿s name and ¿intraperitoneal mesh¿, is a 9.3 x 8.1 x 3.3 cm portion of pink-purple mesh with a scant amount of attached fibroadipose tissue. No sections submitted. Microscopic examination performed. (B)(6) 2017: (B)(6) health. (B)(6) md. Discharge summary. Final diagnoses: obstruction at jejunojejunostomy secondary to intussusception. Massive dilation of biliopancreatic limb of the small bowel and stomach. Gore-tex mesh eroded into the gastric antrum. Contaminated intraperitoneal mesh. Hospital course: will be discharge home on step 4 diet. Follow up with (B)(6). (B)(6) 2018: (B)(6) , (B)(6) md. Pre-operative history & physical. Reason for visit: scheduled for hernia repair. Abdomen: incisional hernia. (B)(6) 2018: chi minnesota. Implant sticker. Ventrio¿ st hernia patch. (B)(6) 2018: (B)(6) health. Discharge summary. Final diagnoses: multifocal recurrent incarcerated incisional hernia. Incarcerated umbilical hernia. Densely adherent duodenal stump to abdominal wall. Extensive intraabdominal adhesions. Postoperatively has done well. 2 weeks with binder. (B)(6) 2018: [missing records: ER records were not provided.] (B)(6) 2018: (B)(6). (B)(6) md. Radiology- CT abdomen/pelvis. Indication: abdominal pain at incision site, possible hernia. Impression: new fluid collection in anterior abdominal wall with mild degree of subcutaneous fat stranding in anterior abdomen. Fluid collection in anterior abdominal wall measures 5.6 centimeters in transverse dimension, sterile versus infected fluid. Craniocaudal extent of fluid in the anterior abdominal wall estimated at 9.7 centimeters. (B)(6) 2018: essentia health-park rapids clinic surgery. (B)(6) pa-c. Office notes. Follow up ER visit from friday, abdominal pain, states has fluid behind incision, CT done in ER. Etoh [alcohol] use: sober for 8 years. Abdomen: incision well healed- area of firmness in mid incision. Plan: schedule incision and drainage of abdominal abscess versus seroma with intraoperative abdominal ultrasound. Possible laparotomy with removal of intraabdominal mesh. Diagnoses: incisional abscess. (B)(6) 2018: (B)(6) health. Microbiology. Source: abdominal fluid. Specimen description aspirate. Organisms: esccol [escherichia coli]. Gram stain: specimen description: aspirate. Result: no organisms seen on syringe. Gram stain: specimen description: aspirate. Result: no organisms seen on swab. Culture wound: specimen description: aspirate. Organism 1: escherichia coli. Comment: predominant organism. Quantity of growth: abundant. Culture anaerobic: specimen description: aspirate. No growth after 3 days. (B)(6) 2018: (B)(6) health services. (B)(6) pa-c. Discharge summary. Admission diagnoses: seroma of intraabdominal fluid overlying mass upper abdomen 5.6 cm status post diagnostic laparoscopy converted to laparotomy with lysis of adhesion, repair of recurrent incarcerated incisional hernia with mesh and repair of incarcerated umbilical hernia with mesh and repair of deserosalization of duodenal stump and extensive intraabdominal adhesions (B)(6) 2018. Discharge diagnoses: ultrasound-guided percutaneous drainage of seroma intraabdominal fluid overlying mass upper abdomen. Abdominal binder. Hospital course: no complications. Discharged home. (B)(6) 2018: clinic surgery. (B)(6) pa-c. Office notes. Preop exam. Abdomen: three small hernias along mid abdominal incision, right upper area, mid abdomen near umbilicus and to left lower abdomen. Large pendulous pannus with red excoriated moist fungal rash noted . (B)(6) 2018: (B)(6) health. Implant sticker. Ventrio¿ st hernia patch. (B)(6) 2018: surgical pathology report. Specimen b: appendix, and base of cecum. Gross description: b. The serosal surface is pink-purple and is remarkable for a 4.7 x 3.2 x 1.0 cm portion of attached foreign material consistent with mesh. Sectioning through the appendix reveals adherent mesh ¿. Product identification records for the adherent mesh were not provided. (B)(6) 2018: (B)(6) health. (B)(6) pa-c. Discharge summary. Admission diagnoses: recurrent incisional hernias, panniculitis. Discharge diagnoses: exploratory lap with lysis of adhesions, partial cecectomy and colpectomy with adherent intraperitoneal mesh excision of nodule on appendix epiploica and repair of recurrent incarcerated incisional hernia with mesh and panniculectomy for recurrent incarcerated incisional hernia. Cecum and appendix adherent to proctostomy proximally placed intraperitoneal mesh, chronic panniculitis intraperitoneal nodule on appendix epiploica, transverse colon. Wear abdominal binder for 6 weeks. Discharged to home. (B)(6) 2018: (B)(6) health. (B)(6) md. Radiology-CT abdomen/pelvis. Indication: midline incisional pain. Impression: moderately dilated small bowel loops with mild dilatation of central mesentery; internal hernia is not completely excluded. (B)(6) 2018: (B)(6) health. (B)(6) pa-c. History and physical. Admission diagnosis: small bowel obstruction. Developed abdominal pain and bloating on (B)(6) 2018 then felt better. Pain bloating nausea increased. Assessment/plan: partial small bowel obstruction, admit. (B)(6) 2018: (B)(6) health. (B)(6) md. Radiology-abdomen xray. Findings concerning for small bowel obstruction. (B)(6) 2018: (B)(6) health. Brenda j. Norby, (B)(6) pa-c. Discharge summary. Admission diagnoses: partial small bowel obstruction. Sp roux-en-y gastric bypass surgery. Unspecified surgical malabsorption. B12 deficiency. History: went to emergency room on (B)(6) 2018 with severe abdominal pain and bloating. Admitted, was n.p.o. Started having bowel movements. Pain resolved. Discharged home on (B)(6) 2018 without complications. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient code(s) (1695 and 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 1994 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 1994 through (B)(6), 2005, and (B)(6), 2015 through (B)(6), 2017 were not provided. Patient information: medical history: ¿ gastroesophageal reflux disease [gerd] ¿ chronic obstructive pulmonary disease [copd] ¿ anticardiolipin antibody syndrome - (B)(6) 2006: on coumadin - (B)(6) 2007: prior deep venous thrombosis [dvt], and pulmonary embolus [pe] ¿ morbid obesity - (B)(6) 2002: 337 lbs., bmi 58 - (B)(6) 2004: 348 lbs., bmi 59 - (B)(6) 2007: ¿she was extremely large ¿" - (B)(6) 2008: 324 lbs., bmi 55 - (B)(6) 2009: 218 lbs., bmi 37 - (B)(6) 2012: 224 lbs., bmi 38 - (B)(6) 2015: 217 lbs., bmi 38 - (B)(6) 2018: 185 lbs., bmi 32 ¿ diabetes - (B)(6) 2013: prediabetes - (B)(6) 2015: uncontrolled type 2 diabetes ¿ alcohol abuse - (B)(6) 2018: ¿sober for 8 years.¿ ¿ (B)(6) 2006: ventral hernia, perhaps umbilical hernia. Prior surgical procedures: ¿ 1976: gastric stapling surgery ¿ (B)(6) 1984: gastrointestinal bypass, roux-en-y ¿ (B)(6) 1993: laparoscopic cholecystectomy ¿ 1997: bilateral tubal ligation ¿ (B)(6) 2000: abdominal hysterectomy with bilateral salpingo-oophorectomy ¿ (B)(6) 2006: reduction and repair of incarcerated incisional hernia. Implant, marlex. Implant preoperative complaints: ¿ (B)(6) 2007: CT abdomen/pelvis: ¿small ventral hernia containing fat. Focal area of irregular density in the hernia, may represent edema within fat, could represent old change related to surgery.¿ ¿ (B)(6) 2007: ¿abdominal pain. No obvious herniation.¿ ¿ (B)(6) 2007: ¿... Had gastric bypass many years back presented with an incarcerated hernia several months ago which was fixed with primary repair and a little piece of ___ [sic] mesh. She subsequently re-herniated, likely appears to be in a spot higher up so I don¿t think this is a true recurrence but through a different portion of the incision.¿ implant procedure: laparoscopic ventral hernia repair with polypropylene mesh. Implant: gore® dualmesh® biomaterial (1dlmc03/04667447, 10cm x 15cm x 1mm thick, oval) implant date: (B)(6), 2007 [hospitalization (B)(6), 2007] ¿ description of hernia being treated: ¿using the optiview trocar and camera, pneumoperitoneum was easily obtained. Two other trocars, a 5 mm in the left lower quadrant and a 5 mm which subsequently up sized to a 10 mm on the right side. Later in the case another 5 mm was placed to help finish the procedure. On viewing the abdomen there was a small 1-2 cm defect with omentum. The omentum was bluntly pulled out and surprisingly an extremely large amount of omentum was in this small hernia. Clearly there did not appear to be any bowel there. We then worked up bluntly clearing off some of the adhesions on the anterior abdominal wall. A hook cautery was used briefly to clear off some of the falciform ligament. There was more of a swiss cheese defect. In all I think there were two small hernia defects, two measuring about 1-2 cm and one 5 mm. They measured a distance of about 7-8 cm. Good spots for fixation were cleared off superiorly and there were good spots inferiorly and laterally.¿ ¿ implant size and fixation: ¿a 10 x 15 cm piece of mesh was chosed [sic] to get about 4 cm overlap in each direction. Spinal needles were used to help orient the mesh. She was extremely large so this was a little difficult but extremely important. 6-0 gortex [sic] sutures were placed in equal distance fashion around the mesh. The mesh was then placed through the left upper quadrant port while being grasped from the right lower quadrant. It was unfolded in the abdomen after pneumoperitoneum was re obtained. The rough side of the mesh was placed upwards. The sutures were then grasped in the usual fashion. When complete, the mesh sat fairly taut on the abdominal wall and looked nice. Tack fixation was then performed approximately a cm apart along the edges of the mesh and four in the center. At the end it looked tight all around with no areas of loose mesh for bowel to slip into. There was a little bit of bleeding at the end on the bowel but appeared clotted and fairly minimal.¿ ¿ (B)(6) 2007: discharge summary: ¿postop mild bleeding develop [sic] after injection of lovenox, developed hematoma at left upper lateral abdominal trochar [sic] site. Day of discharge no bleeding. Did not require transfusion.¿ relevant medical information: ¿ (B)(6) 2007: ¿doing well after laparoscopic ventral hernia repair. Left lower incision open slightly with scab.¿ ¿ (B)(6) 2007: ¿right upper quadrant abdominal pain, unclear etiology. Developed large, left lateral upper abdominal hematoma from laparoscopic ports.¿ - CT abdomen: ¿postop hematoma or small abscess superficial to indwelling mesh. Inflammation along left abdominal wall.¿ ¿ (B)(6) 2007: CT abdomen: ¿mass to right of midline in abdominal wall still present, decreased somewhat in size. Small mass midline at base of scar still present.¿ ¿ (B)(6) 2007: ¿still ruq [right upper quadrant] pain to palpation, grimaces when you touch area lateral to incisions. Bowel sounds normal. No bruising evident currently.¿ ¿ (B)(6) 2007: ¿... Saw dr. (B)(6) (B)(6) 2007, injected a trigger point in right upper quadrant with lidocaine, epinephrine, and fanned it across area having pain in. Ruq where had pain lateral to incision, has a large bruise. No palpable hematoma. All superficial bruising, surrounding injection site. No increased warmth, fluctuance, drainage, pustular drainage. Tender when press. Normal bowel sounds, no palpable masses.¿ ¿ (B)(6) 2008 - (B)(6) 2008: exploratory laparotomy with open revision of roux-en-y gastric bypass. Tru-cut needle liver biopsy. Repair of recurrent incisional hernia. ¿as one continued through the previous incision a hernia was identified in the incision. This appeared to be occurring along the upper edge of a previous mesh repair that had come up to the area just above the umbilicus. The hernia contents were then dissected free and excised and sent as a separate specimen. The abdomen was then further opened on the upper midline area for the full extent and the peritoneal cavity entered. Some adhesions were taken down at this point.¿ ¿ ¿at this point a decision was made to proceed with revision of the gastric bypass creating a new smaller pouch and preserving the present roux limb that had an estimated length of around 60cm. At this point, the gastrointestinal balloon catheter was inflated with 15cc and pulled up snugly to eg junction. The gastric wall around this was then isolated. The new pouch was constructed with firings of the gia 4.8mm stapler stapling just below the balloon catheter beginning on the lesser curvature and then angling up toward the angle of his. At that point the balloon catheter was deflated and withdrawn. The staple line of the new pouch appeared to be satisfactory. Next the roux limb was divided immediately flush with the gastrojejunostomy and some of the remaining small bowel mesentery then divided. The stomach was then transected in the area roughly at the junction of the antrum and the body of the stomach at a point safely below the previous partitioning staple line. The remaining stomach was then freed up of its attachments and blood supply was sequentially divided with vascular mesenteric staples. The specimen consisting of the previous gastric pouch and gastrojejunostomy was then delivered from the field. Gi tract continuity was then established via formation of the gastrojejunostomy. The roux limb was, at this point, routed through a retrogastric pouch to provide less tension at the anastomosis. The anvil of a 21mm eea stapler was then sutured to the cut off end of a 18 french salem sump tube. The latter was then passed down through the mouth exiting through a small opening in the gastric pouch and the anvil will be pulled in position within the gastric pouch. The roux limb was opened and the main body of the eea stapler was passed several centimeters into the lumen of the roux limb and attached to the anvil thus creating a gastrojejunostomy upon removal of the stapler. Double doughnuts of mucosa were noted within it. The small bowel was closed off with a vascular staple line. Gastrojejunostomy was then reinforced with some 0 ethibond stitch along with 1 x 10cm surgisis tissue graft. The point where the small bowel passed through the transverse mesocolon was then reinforced with some 3-0 silk stitch. The abdomen was irrigated with an antibiotic containing saline solution. At this point no bleeding or other problems were noted. Two jackson-pratt drains were then placed through stab wounds in the left subcostal area and taken up adjacent to the gastrojejunostomy. The midline fascia was then approximated with #2 vicryl stitch. The subcutaneous tissue was then drained with 15 french round jackson-pratt drain and brought out through a stab wound just inferior to the incision and part of the closure of the midline fascia the ventral hernia was also closed.¿ ¿postoperative bleeding with anemia, requiring transfusion of five units of packed cells.¿ pathology report: liver biopsy, hernia sac and segment of previous gastrojejunostomy. [No mention of mesh.] ¿ (B)(6) 2009: ¿lump top of incision. Hard and interfered with eating. Vomiting. Started amoxicillin (B)(6) 2009 for wound infection. Ultrasound soft tissue: complex fluid collection in incision 6 cm superior to umbilicus. Lower end of this measures 1.5 x 1.8 x 5.1 cm. Impression: incision infection, mild.¿ ¿ (B)(6) 2009: abdominal pain. Abdominal x-ray: ¿coils projecting over right mid and lower abdomen, likely associated with mesh repair of ventral hernia.¿ impression: ¿most likely reflect early/incomplete small bowel obstruction or ileus.¿ ¿ (B)(6) 2009: upper gi endoscopy with dilation of gastrojejunostomy, abscess drainage. [No records provided.] ¿ (B)(6) 2009: ¿... Problems with abdomen after surgery. Gastric bypass revision surgery then postop wound infection, developed nausea, vomiting, dehydration.¿ ¿01/30/09, he did egd to look at intraabdominal incision and found an abscess which he drained. He thought outer incision okay. (B)(6) 2009, had small fluctuant area, did ultrasound, showed superficial, not deep. Saw her (B)(6) 2009, for recheck after starting antibiotics, still having nausea, vomiting. Aspirated 10 ml bloody material. Pain initially improved. Culture of material negative, so was sterile seroma and hematoma.¿ revision and implant #2 preoperative complaints: ¿ (B)(6) 2009: CT abdomen: large ventral hernia. ¿ (B)(6) 2009: CT abdomen: history of abdominal pain. ¿hernia repair has two kinds of material with lucent line and radio dense line, hematoma anterior and posterior to mesh line. In intra-abdominal portion measures 3.0 x 5.5cm on right side and other 2.9 x 1.8cm.¿ ¿s/p [status post] abdominal ventral hernia repair with postoperative changes and possibly soft tissue hematoma anteriorly and posteriorly to region of mesh. Fat stranding and inflammatory changes in mid and anterior abdomen adjacent to surgical site. Free abdominal and pelvic fluid.¿ ¿ (B)(6) 2009: ¿... Has a ventral hernia. She had a previous ventral hernia in her lower abdomen which was repaired laparoscopically. That repair seems to be intact. However, she had a redo of her gastric bypass and now has had a herniation in the upper portion of her abdomen in incision. We will see what this looks like laparoscopically if it is amenable to laparoscopic repair although there is a couple of concerns, it is up close to the rib edge as well as worrying about overlapping with the previous mesh.¿ revision and implant #2 procedure: laparoscopic extensive lysis of adhesions with open ventral hernia repair with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc07/05036196, 20cm x 30cm x 1mm thick] revision and implant #2 date: (B)(6), 2009 [hospitalization (B)(6), 2009] ¿ ¿there were a large amount of adhesions up to the anterior abdominal wall and into the hernia sac and this took quite some time to take down these extensive adhesions sharply with the endoshears. Once this was done, it was evident that the hernia was right up to the costal margin as well as having to come right down to the previously placed mesh. We therefore decided that it would be best to place the mesh open so that we could overlap the top of the ribs with an onlay piece of mesh and then we would not be placing tackers into the ribs which could cause some chronic pain and discomfort. We therefore made and incision in the midline and opened the abdomen anterior to the hernia sac which was already dissected free of adhesions and prepared a piece of dual mesh for placement on the underside of the fascia. Replaced sutures through the mesh in the four corners, through the fascia, and prior to tying them, we placed all four so that we could manipulate the mesh. Prior to tying the mesh in, we did inspect the liver. It had been oozing and we had packed it. It dried. We placed some surgicel on the raw surface and then tied the prolenes on top of the mesh. The gaps were then tied with prolene so that there was no chance of abdominal contents insinuating on top of the mesh. There was overlap of the mesh at least two centimeters all the way around the defect. It went right up to the xiphoid instead of placing a suture in the midline, we placed two laterally to tack the mesh up. Then we placed a sandwich piece of mesh on top. We used prolene and fashioned this to overlap the edges on top of the fascia to prevent herniation at the superior and inferior edges of this mesh because it was tacked right up to the xiphoid which made it difficult to tack the lower piece of mesh down as well as right along the previously placed mesh inferiorly. The underlying piece was placed and tacked down with vicryls. The effected a good hernia repair [sic].¿ - records indicate the statement ¿we placed a sandwich piece of mesh on top¿ is in reference to a trelex [non-gore] 6in x 6in device. - ¿called in regards to blood pressure in low 70s and low urine output, pt looking unwell. Initially responded to liter of normal saline and brought pressure up to 140s. Heart rate in 80s. She [is] ashen and pale in color. Is diaphoretic. Abdomen obese, soft, diffusely tender. Sent down for CT of abdomen, reveals free fluid over liver and in pelvis suggestive of postoperative bleed. Hemoglobin 8.5 down from 13.0.¿ ¿ explant #2 [most likely explant #1]: exploratory laparotomy, explantation of previously placed mesh, cauterization and placement of hemostatic agent to laceration, left lobe of liver. Repair of ventral incisional hernia with implantation of ventrio hernia patch 11 cm x 14 cm. - ¿the incision was opened with evacuation of clot in the subcutaneous tissue. This exposed the top layer of polypropylene mesh which was excised circumferentially. I evacuated more clot in the undersurface mesh. Composix was excised circumferentially. Approximately 2500 cc of combination of clot, fresh blood and old blood were evacuated. A lesion was identified on the inferior aspect of the left lobe of the liver, consistent with laceration approximately 3-4 cm in length. This was packed with a dry laparotomy sponge. Further inspection was undertaken. Abdomen was irrigated to evacuate the remainder of blood. No other bleeding sites were identified.¿ ¿the hernia defect was then addressed. An 11 x 14 ventrio mesh was then placed into the defect and sutured in a clockwise manner using 0-prolene interrupted sutures. This provided nice overlap of at least 2 cm circumferentially. Once the mesh was tacked circumferentially, a running 0-prolene was placed in a circumferential manner on the inner most layer of the hernia defect to the inner most layer of the mesh. This provided greater than 75% coverage of the mesh. The subcutaneous tissue was then closed in two layers using 3-0 vicryl to obliterate the empty space.¿ implant: ¿ventrio* hernia patch. 11cm x 14cm. Bard.¿ - intra-operative record: ¿explant: mesh. Comment: dual mesh from gore and trelex mesh from boston scientific.¿ - (B)(6) 2009: discharge summary: ¿postop did quite well. Incision looks good. Hemoglobin stable.¿ conclusion: gore® dualmesh® biomaterial (04667447/1dlcm03). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not returned for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added patient medical history. H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/12/06, including records of previous gastric bypass procedures, were not provided. (B)(6) 2006: operative report. Preoperative diagnosis: ¿incarcerated incisional hernia¿. Postoperative diagnosis: ¿same with omentum¿. Procedure: ¿reduction and repair of incarcerated incisional hernia with omentum¿. Complications: none. Indications: ¿47-year-old lady presented to the emergency room with a lump underneath her bellybutton. She has a large incision from a gastric bypass over 20 years ago. She has noticed a lump before but it got acutely bigger this morning and is now painful. CT scan suggests a possible bowel¿. Findings: ¿the patient had a fairly large sac, bigger than a gold [sic] ball, tense, that was unable to be reduced until we were able to dissect out the neck a little more. It reduced quickly. The sac was opened, it appeared to be a fluid-filled sac with omentum. There didn¿t appear to be any bowel in trouble. Once the sac was opened, the underlying contents were inspected and again no bowel was visualized. The patient had fairly thin, weak fascia but a fairly discreet defect . The fiscial edges were cleared off on top and inferiorly and superiorly. It was closed primarily with multiple interrupted 0-prolene sutures. Because of the high chance of recurrence, we the put an onlay mesh. The tails of the primary closure sutures were pulled through a piece of marlex mesh to secure it. The mesh was then sewn around the edges of the fascia about a cm back to secure it in place. This was sewn now with a running 0-prolene suture. The wound was then irrigated copiously with antibiotic saline. Hemostasis was achieved. The subcutaneous tissue was then closed with 2 layers of vicryl placed in a running fashion. Skin was closed with 4-0 monocryl. Steri-strips were applied followed by a sterile guaze dressing. The patient tolerated the procedure well, was extubated, remained in stable condition and taken to recovery.¿ (B)(6) 2007: operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same. Procedure: ¿laparoscopic ventral hernia repair with polypropylene mesh¿. Complications: none. Indications: ¿48 year old lady who had gastric bypass many years back presented with an incarcerated hernia several months ago which was fixed with primary repair and a little piece of ___ [sic] mesh. She subsequently re-herniated, likely appears to be in a spot higher up so I don¿t think this is a true recurrence but through a different portion of the incision¿. Operative detail: ¿using the optiview trocar and camera, pneumoperitoneum was easily obtained. Two other trocars, a 5 mm in the left lower quadrant and a 5 mm which subsequently up sized to a 10 mm on the right side. Later in the case another 5 mm was placed to help finish the procedure. On viewing the abdomen there was a small 1-2 cm defect with omentum. The omentum was bluntly pulled out and surprisingly an extremely large amout of omentum was in this small hernia. Clearly there did not appear to be any bowel there. We then worked up bluntly clearing off some of the adhesions on the anterior abdominal wall. A hook cautery was used briefly to clear off some of the falciform ligament. There was more of a swiss cheese defect. In all I think there were two small hernia defects, two measuring about 1-2 cm and one 5 mm. They measured a distance of about 7-8 cm. Good spots for fixation were cleared off superiorly and there were good spots inferiorly and laterally. A 10 x 15 cm piece of mesh was chosed [sic] to get about 4 cm overlap in each direction. Spinal needles were used to help orient the mesh. She was extremely large so this was a little difficult but extremely important. 6-0 gortex sutures were placed in equal distance fashion around the mesh. The mesh was then placed through the left upper quadrant port while being grasped from the right lower quadrant. It was unfolded in the abdomen after pneumoperitoneum was re obtained. The rough side of the mesh was placed upwards. The sutures were then grasped in the usual fashion. When complete, the mesh sat fairly taut on the abdominal wall and looked nice. Tack fixation was then performed approximately a cm apart along the edges of the mesh and four in the center. At the end it looked tight all around with no areas of loose mesh for bowel to slip into. There was a little bit of bleeding at the end on the bowel but appeared clotted and fairly minimal. Pneumoperitoneum was terminated. Patient tolerated the procedure well without complication. Steri-strips were placed on all stab incisions and 4-0 monocryl was used to close all trocar site incisions with subcuticular skin closure. Steri-strips were applied on all incisions. Patient was extubated and went to recovery in stable condition.¿ (B)(6) 2007: intra-operative record. Implant 1 description: dualmesh. Company: gore. Side: midline. Lot #: 04667447. Catalog/model#: 1dlmc03. Comment: 10 cm x 15 cm. The record confirms a gore® dualmesh® (1dlmc03/04667447) was implanted during the procedure. Records between 02/12/07 and 07/15/09 were not provided. (B)(6) 2009: operative report. Pre/post-operative diagnosis: ventral hernia. Procedure: ¿laparoscopic extensive lysis of adhesions with open ventral hernia repair with mesh¿. Indications: ¿[the patient] has a ventral hernia. She had a previous ventral hernia in her lower abdomen which was repaired laparoscopically. That repair seems to be intact. However, she had a redo of her gastric bypass and now has had a herniation in the upper portion of her abdomen in incision. We will see what this looks like laparoscopically if it is amenable to laparoscopic repair although there is a couple of concerns, it is up close to the rib edge as well as worrying about overlapping with the previous mesh. We may have to convert to open. She understands the risks, benefits, indications, and alternatives to this procedure and is willing to proceed¿. Procedure: ''an optiview trocar was used to enter the abdomen in the left upper quadrant. The abdomen was insufflated with co2 and two more trocars were placed under direct vision allowing traction on the abdominal contents that were in the hernia and the hernia sac which were extensive. There were a large amount of adhesions up to the anterior abdominal wall and into the hernia sac and this took quite some time to take down these extensive adhesions sharply with the endoshears. Once this was done, it was evident that the hernia was right up to the costal margin as well as having to come right down to the previously placed mesh . We therefore decided that it would be best to place the mesh open so that we could overlap the top of the ribs with an onlay piece of mesh and then we would not be placing tackers into the ribs which could cause some chronic pain and discomfort. We therefore made and incision in the midline and opened the abdomen anterior to the hernia sac which was already dissected free of adhesions and prepared a piece of dual mesh for placement on the underside of the fascia. Replaced sutures through the mesh in the four corners, through the fascia, and prior to tying them, we placed all four so that we could manipulate the mesh. Prior to tying the mesh in, we did inspect the liver. It had been oozing and we had packed it. It dried. We placed some surgicel on the raw surface and then tied the prolenes on top of the mesh. The gaps were then tied with prolene so that there was no chance of abdominal contents insinuating on top of the mesh. There was overlap of the mesh at least two centimeters all the way around the defect. It went right up to the xiphoid instead of placing a suture in the midline, we placed two laterally to tack the mesh up. Then we placed a sandwich piece of mesh on top. We used prolene and fashioned this to overlap the edges on top of the fascia to prevent herniation at the superior and inferior edges of this mesh because it was tacked right up to the xiphoid which made it difficult to tack the lower piece of mesh down as well as right along the previously placed mesh inferiorly. The underlying piece was placed and tacked down with vicryls. The effected a good hernia repair [sic]. The wound was irrigated and the skin edges were re-approximated. A sterile dressing was placed. Patient tolerated the procedure well. Sponge and needle count were correct. She was discharged to the recovery room in good condition.¿ (B)(6) 2009: implant stickers. Gore dualmesh® biomaterial. Ref catalogue#: 1dlmc07. Lot#: 05036196. The record confirms a gore dualmesh® biomaterial (1dlmc07/05036196) was implanted during the procedure. (B)(6) 2009: operative report. Preoperative diagnosis: ¿postoperative hemorrhage¿. Postoperative diagnoses: ¿same, secondary to 3 cm laceration, left lobe of the liver, inferior aspect¿. Procedure performed: ¿exploratory laparotomy, explantation of previously placed mesh, cauterization and placement of hemostatic agent to laceration, left lobe of liver. Repair of ventral incisional hernia with implantation of ventrio (?) [Sic] hernia patch 11 cm x 14 cm¿. Indications for procedure: ¿[the patient] is a 50 year old female who had earlier in the day undergone laparoscopic with conversion to open ventral incisional hernia repair. She, unfortunately, developed postoperative hypotension in the systolic range of the 70s which was fluid responsive. A CT scan was performed which revealed a significant amount of free fluid around the liver. She was hemodynamically labile and was brought to the operating room for urgent re-exploration. Risks were discussed with the patient. She understands and wishes to proceed¿. Procedure: ¿the incision was opened with evacuation of clot in the subcutaneous tissue. This exposed the top layer of polypropylene mesh which was excised circumferentially . I evacuated more clot in the undersurface mesh. Composix was excised circumferentially. Approximately 2500 cc of combination of clot, fresh blood and old blood were evacuated. A lesion was identified on the inferior aspect of the left lobe of the liver, consistent with laceration approximately 3-4 cm in length. This was packed with a dry laparotomy sponge. Further inspection was undertaken. Abdomen was irrigated to evacuate the remainder of blood. No other bleeding sites were identified. Electrocautery was used to cauterize the lesion and a large piece of surgicel was placed. After several minutes, the surgicel was removed and the laceration was found to be hemostatic. Surgicel was again placed over the laceration. The hernia defect was then addressed. An 11 x 14 ventrio (?) Mesh was then placed into the defect and sutured in a clockwise manner using 0-prolene interrupted sutures. This provided nice overlap of at least 2 cm circumferentially. Once the mesh was tacked circumferentially, a running 0-prolene was placed in a circumferential manner on the inner most layer of the hernia defect to the inner most layer of the mesh. This provided greater than 75% coverage of the mesh. The subcutaneous tissue was then closed in two layers using 3-0 vicryl to obliterate the empty space. Skin was then closed using a skin stapler. Estimated blood loss 2500 ml evacuated from the abdominal cavity. Patient was brought to the post anesthesia care unit, extubated. She tolerated the procedure well and is in fair condition.¿ pathology report for same day implant/explant not provided. Records between (B)(6) 09 and (B)(6) 12 not provided. (B)(6) 2012: operative report. Pre/post-operative diagnosis: ¿bowel obstruction with probable intussusception¿. Procedure: ¿exploratory laparotomy with reduction of an intussesception¿. Indications: ¿[the patient] is a 53-year-old female status post gastric bypass who had bowel obstruction and CT scan that suggested intussesception. She understands risks, benefits, indications, and alternatives to procedure and is willing to proceed¿. Procedure: ¿incision made in the midline with knife and carried down to the fascia with electrocautery the fascia was divided in the midline and the peritoneum was grasped and entered sharply. The abdomen was then opened the length of the incision and explored. The small bowel was run and an obvious intussusception was identified in the small intestine. This was reduced by placing gentle pressure proximal on the intusscepted loop and it reduced nicely. There was no signs of ischemia or necrosis. The remainder of the small bowel was run. The rouen stump was run. The anastomosis appeared to be without difficulty. This all looked good. The remainder of the abdomen showed no signs of significant inflammation of abnormality. The abdomen was then closed using running 1 pds and interrupted 0 vicryl suture in the fascia, skin edges reapproximated with staples. The patient tolerated the procedure well and sent to the recovery room in good condition .¿ records between 9/17/12 and 11/17/14 were not provided. (B)(6) 2014: operative note. Preoperative diagnosis: ¿incisional hernia¿. Pospoperative diagnosis: ¿incisional hernia, x2¿. Procedures performed: ¿1. Laparoscopic lysis of adhesions. 2. Laparoscopic incisional hernia repair with mesh¿. Findings: ¿the patient had multiple adhesions of her transverse colon to the area of previous incisional hernia repair in her upper abdomen. She had 2 incisional hernias that were next to each other just inferior to the previously placed mesh in the midline . Total involvement of the hernia area was 9 cm a 15 x 20 cm piece of composix mesh was used to cover the defect and also partially cover some of the previous hernia repair. The previous mesh appeared in good position¿. Procedure: ¿scalpel was used to make a vertical midline incision just beneath the umbilicus through the skin. Subcutaneous tissues were divided bluntly. Fascia was elevated with kocher clamps and divided sharply. Peritoneum was elevated and entered sharply without injury to underlying structures. Stay sutures of 0 vicryl were placed in the fascia. Blunt hasson was placed under direct visualization in the peritoneal cavity and secured with stay sutures. After confirmation of intraperitoneal position with the videoscope, the abdomen was insufflated with co2. One 12-mm and two 5-mm trocars were placed in the left side of the abdomen under laparoscopic visualization to facilitate the procedure. Part was through the case 2 more 5-mm trocars were placed in the right lower quadrant under laparoscopic visualization to complete the repair. Multiple adhesions of the transverse colon to the upper abdomen in the location of her previous hernia repair were identified. These were carefully taken down using cautery scissors. Once the [sic] was complete cleared, the hernia was identified inferior to the previous mesh in the midline. This contained a moderate amount of intraperitoneal fat. The sac and associated fat was reduced, excised, removed, and sent to pathology for routine examination. Area of involvement measures 9 cm from the top of one hernia to the bottom of the other hernia. A piece of 15 x 20 cm mesh with a balloon was selected. This was soaked in clindamycin and placed in the intra-abdominal position. A small stab incision was made between the 2 hernias and the retrieval device used to bring back the catheter connection to the balloon attached to the mesh and this was brought out through the anterior abdominal wall, cut, attached to the syringe, and the balloon is inflated intraperitoneally. This allowed good positioning of the mesh over the hernias. This did somewhat overlap with the mesh superiorly and gave at least 3 to 4 cm of coverage in all directions to the hernias, if not more. The secure strap device was used to tack the mesh circumferentially. Balloon device was removed. Further tack wre placed into the center of the mesh. This covered the fascial defect very nicely. Areas of dissection on the colon were carefully inspected, found to be nicely hemostatic. There was no evidence of bowel injury. Co2 was allowed to escape. It should be noted that the mesh also covered over the umbilical trocar site and that this had been backed out prior to placement of the mesh. All trocars were now removed. The fascial defect of the umbilicus was obliterated by tying the stay sutures. Skin edges of all wounds were anesthetized with 0.25% marcaine with epinephrine prior to trocar placement. Skin edges of all wounds were closed using running intracuticular stitch of 4-0 undyed monocryl. Steri-strips were applied. Sterile dressings applied. The patient tolerated the procedure well .¿ (B)(6) 2017: CT abdomen/pelvis. Impression: ¿gastrojejunostomy with roux-en-y loop. The afferent loop (biliopancreatic limb) is obstructed. Obstruction appears to be secondary to twisting of the small bowel near the roux-en-y anastomosis, either due to adhesions alone or related to an internal hernia. Surgical consultation is recommended¿. (B)(6) 2017: operative report. Preoperative diagnoses: ¿1. Small bowel abstruction. 2. Limited peripheral venous access¿. Postoperative diagnoses: ¿1. Limited peripheral venous access. 2. Small bowel obstruction at jejunojejunostomy secondary to intussusception. 3. Massive dilation of biliopancreatic limb of small bowel and stomach. 4. Gore-tex mesh eroded into the gastric antrum. 5. Contaminated intraperitoneal mesh¿. Operative procedures: ¿1. Insertion of left subclavian vein triple-lumen catheter. 2. Exploratory laparotomy with: a. Resection, revision of jejunojejunostomy component of roux-en-y gastric bypass. B. Tube enterotomy for decompression of the small bowel. C. Closure of gastrotomy at point of mesh eroding into the gastric antrum. D. Removal of intraperitoneal mesh. E. Placement of vicryl mesh to displace viscera from pelvic and abdominal wall to limit recurrent adhesion formation¿. Indication for procedure: ¿the patient was admitted earlier this morning with a picture of small bowel obstruction and on examination, the patient was noted to be increasingly uncomfortable and given this is to undergo laparotomy at this time. It would appear that the patient has an obstructive biliopancreatic limb which would make this a closed loop obstruction potentially necessitating early surgical treatment. Potential risks of the procedure including bleeding, infection, leaks from various gi tract closures, as well as possibility of cardiopulmonary, septic, or hemorrhagic complications leading to death were discussed, and the patient wishes to proceed¿. Details of procedure: the patient was taken to the operating room and placed in a supine position. After general endotracheal anesthesia was induced, a foley catheter was inserted and the abdomen prepped and draped. An upper midline incision was made and carried down through the full thickness of the abdominal wall. Upon entering the peritoneal cavity, as expected, there was a massively distended obstruction of small bowel. This was traced downward and this was noted to be involved in an intussusception with some of the common limb being sucked well into the area of intussusception. The biliopancreatic limb proximal to this was massively dilated as was the bypassed portion of the stomach. At this point, a decision was made to revise and resect the jejunojejunostomy, 3 components leading into that were then divided at the bowel level with gia tan loads and the inner mesentery divided with mesenteric loads and the specimen delivered from the field. At this point, the enterotomy was placed at the divided end of the biliopancreatic limb, and a salem sump tube passed a large volume of air and bilious material was then aspirated. This resulted as nice decompression of the biliopancreatic limb including the duodenum and the bypassed portion of the stomach. At that point, the catheter was withdrawn and that area then stapled off with a gia stapler. The revision of the jejunojejunostomy as anticipated with preoperative discussion with the patient would be designed such that it should facilitate some improved additional weight loss. The plan is at this point to give the patient 150 cm roux limb and a 200 cm common limb. Additionally, the bowel that consisted of the divided end of the biliopancreatic limb was anastomosed to what had been beginning of the common limb with a side-to-side enteroenterostomy with a layer stapler technique using tan and purple loads, angles anastomosed, and mesenteric defect were the approximated with some 0 ethibond stitch. At this point, the roux limb was then traced out in order to be 130 cm. Given this, then the ileocecal valve was identified and the small bowel then traced back 200 cm proximal to that level. The side-to-side enteroenterostomy was accomplished between the end of the roux limb and the bowel at that level with the same stapler and sequence of loads and the angles anastomosed and mesenterc defect likewise closed off with 2-0 silk stitch. One additional area of pathology was that the patient had a previous replaced gore-tex mesh. This was obviously potentially contaminated at this point. It was also noted to have eroded into the antrum of the stomach as the mesh was then being taken out with division of the abdominal wall downward to the point of the entrance into the antrum was encountered. The [sic] was dissected free from the antrum. The closure of the antrum was then accomplished with a gia black load, reinforced with 3-0 vicryl seromuscular stitch. At this point, with the mesh having been removed, the abdomen was irrigated with meropenem-containing saline solution to limit recurrent adhesion formation between the pelvic and abdominal wall. Vicryl mesh was then placed down posterior to the urinary bladder up against the lateral pelvic walls and the abdominal wall. The midline fascia was then approximated with #2 vicryl stitch. A 10-french round jackson-pratt drain was placed through a stab wound inferior to the main incision and placed across the bed of incision which was then closed with 2 layers of 3-0 vicryl stitch deep and staples for the skin. At the onset of the operation, the patient as noted preoperatively had very poor peripheral venous access and given this, the upper chest and neck areas were then prepped and draped and the left subclavian vein catheter passed over the guidewire, a triple-lumen catheter was positioned. Good in and outflow was noted. The ports were flushed with heparinized saline and the catheter position and no evident complications. The patient was taken to the recovery room in satisfactory condition.¿ (B)(6) 2017: surgical pathology report. ¿specimen: b. Foreign body medical device, intraperitoneal mesh. Final dx: b. Intraperitoneal mesh, removal: consistent with mesh (gross examination only)¿. Product identification records for the alleged ¿gore-tex mesh¿ were not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 08/31/94: meritcare clinic bemidji. Betsy j. Yartz, pa. Office notes. Abdominal pain. Reducible pain with palpation in mid epigastric region. Plan: consider ugi. Consider adhesions related to extensive abdominal surgery. 09/08/94: [facility not identified]. Hilton j. Bakker, md. Radiology ¿ ugi with air. Hx: abdominal pain. Impression: evidence of billroth ii surgery. No evidence obstruction at anastomic site, barium flowing into small bowel. Remaining ugi study unremarkable. 06/16/05: north country regional hospital. William c. Koury, md. Radiology ¿ xray/abdomen 2 views. Hx: abdominal pain. Conclusion: no acute abnormality seen. 03/30/06: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. F/u pulmonary embolus. Abdominal pain across upper abdomen. Abdominal pain worse since hospitalization. Exam: abdomen obese, soft, nondistended, bowel sounds present, tender. Multiple bruises where given lovenox injections. Plan: recheck on 04/03/06 to reassess abdominal pain. 06/08/06: north country regional hospital. Christian peterson, md. Radiology ¿ CT abdomen/pelvis with oral and IV contrast. Impression: compromised exam due to pt size. No bowel dilatation, ascites, or free intraperitoneal air present. Subcutaneous soft tissue masses within abundant abdominopelvic fat. Ventral hernia, perhaps umbilical hernia, containing fat contents. No bowel within hernia. 08/12/06: north country regional hospital. William g. Dicks, md. Emergency room visit. Cc: umbilical ¿pimple¿. Hx: painful lump umbilicus. Had this in june with negative CT, except for fat and hernia. Today worse, radiates to right lower quadrant. Objective: abdomen obese. Tender around umbilicus, then to right, some bowel sounds heard. Assessment: incarcerated bowel in umbilical hernia. Plan: admitted to surgery. 08/12/06: north country regional hospital. Patrick schoenfelder, md. Radiology ¿ CT abdomen without contrast. Hx: hernia, question of strangulation. Impression: ventral hernia again present but this study now contains loop of bowel, slightly dilated. No obstruction associated with process. In absence of contrast, question of edema or strangulation cannot be assessed. 08/12/06: north country regional hospital. Kevin l. Schoepel, md. Consultation. Cc: incarcerated umbilical hernia. Hpi: bulge underneath bellybutton started early this morning. Hurts and is painful. Reports having bulge there before but is new larger bulge. Normal bowel habits, denies other abdominal pain. Exam: abdomen obese, round, firm mass right of umbilicus, tender, non-reducible, consistent with incarcerated hernia. Healed midline incision. Assessment: incarcerated incisional hernia. Small defect near umbilicus. I don¿t think this is bowel but CT is equivocal and is incarcerated, needs to go to operating room. High risk for multiple reasons, coumadin therapy . Give vitamin k before we take her back. Should be able to fix through small incision and possibly do primary repair or little repair with mesh. Plan: to operating room for incarcerated incisional hernia repair. 08/12/06: north country regional hospital. Implant sticker. Trelex. Boston scientific medi-tech. 08/12/06: north country regional hospital. Mark j. Carlson, md. History and physical. Evaluated, found incarcerated hernia, underwent surgery, now postop for incarcerated incisional hernia with incisional hernia repair with mesh overlay. Tolerated procedure well. Denies pain. One episode of vomiting, no food in stomach to vomit. Exam: abdomen obese, soft. Binder and surgical dressing in place. No bowel sounds. Unable to appreciate any abdominal masses. Assessment: right abdominal pain secondary to incarcerated hernia, now s/p incarcerated hernia repair, postop day #0, pain controlled. 08/13/06: [facility not identified]. Kevin l. Schoepel, md. Progress notes. Subjective: feels good this morning. Objective: abdomen soft. Dressing clean, dry, intact. Assessment: postop day #1. Doing well today. Will send home. 08/13/06: north country regional hospital. Mark j. Carlson, md. Discharge summary. D/c dx: incisional hernia, s/p incisional hernia repair. Hospital course: abrupt onset right sided abdominal pain day of admission. Sharp stabbing pain. Incarcerated incisional hernia, underwent repair. Tolerated procedure well. Recovered well. Now on full soft diet, tolerating well. Feels prepared to go home. Discharge instructions: home, diet as tolerated, activity-no heavy lifting for four weeks. 01/09/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Abdominal pain after started w/ respiratory symptoms. Coughing heavily, 2 days after starting coughing abdomen started to hurt; she points to sides of flank area just below costal margins as area having pain. Exam: abdomen soft, nondistended. Some tenderness on palpation of musculoskeletal system out to side of abdominal muscles. No true abdominal tenderness on palpation. Assessment: abdominal pain from coughing. 02/05/07: meritcare clinic bemidji surgery. Patrick g. Schoenfelder, md. Radiology ¿ CT scan of abdomen/pelvis without contrast. Hx: pain. Impression: small ventral hernia containing fat. Focal area of irregular density in the hernia, may represent edema within fat, could represent old change related to surgery. 02/06/07: meritcare clinic bemidji surgery. Kevin l. Schoephel, md. Office notes. Seen last night in emergency room, abdominal pain. No obvious herniation. Exam: abdomen soft, no herniation or defect. Incision clean, dry, intact. Some tenderness, more on right side. Assessment: likely incarcerated hernia. Not urgent repair. Plan: laparoscopic ventral hernia repair monday. 02/13/07: [facility not identified]. S. Chantay belanger, md. Progress notes. Doing ok, pain controlled, up walking earlier. Drinking liquids without nausea, vomiting. Passed flatus. Hasn¿t had stool yet. Dr. Schoepel held lovenox because hgb dropping. Exam: temp 100.6, abdomen, soft, few bowels sounds upper abdomen. Left upper quadrant port has large ecchymosis around port incision and down lateral abdomen in left upper quadrant. Remainder incisions clean, dry. Increasing temperature, could be atelectasis, could be impending infection. 02/13/07: [facility not identified]. Keven l. Schoepel, md. Progress notes. Feeling uncomfortable today. Bruise and left upper quadrant tenderness. Feels better than yesterday. Exam: abdomen soft, incision intact. Large ecchymosis left upper quadrant. Assessment/plan: doing better today with resolution of hypotension. I don¿t think it was hypovolemia, however hgb drifted down 2.5 points since surgery. Some ecchymosis left upper quadrant, may be contributing to blood loss, I don¿t think hypotension was contributable to blood loss, likely medication. Will decrease fluids, encourage continue to eat, hopefully discharge in next day or two. 02/14/07: [facility not identified]. Keven l. Schoepel, md. Progress notes. Doing well, eating regular breakfast, walking without discomfort. She would like to go home. Abdomen soft, large ecchymosis left flank area. Postop day 2. Some bleeding from port site because of large pannus, bled into subcutaneous tissue. Hgb has stabilized. D/c this afternoon, will discuss with dr. Belanger. Diet as tolerated. Increase activity. 02/14/07: north country regional hospital. S. Chantay belanger, md. Discharge summary. Admission dx: ventral hernia. Discharge dx: ventral hernia, s/p laparoscopic repair with polypropylene mesh . Left lateral upper abdominal hematoma. Hospital course: postop mild bleeding develop after injection of lovenox, developed hematoma at left upper lateral abdominal trochar site. Day of discharge no bleeding. Diet advanced 02/14/07. Did not require transfusion. 02/27/07: meritcare clinic bemidji surgery. Kevin l. Schoepel, md. Office notes. Reports doing well. Eating fine, normal bowel movements. Does have tenderness in right upper quadrant. Exam: abdomen soft. Extremities; ecchymosis mostly upper diffusely. Left lower incision open slightly with scab. Nontender. Assessment/plan: doing well after laparoscopic ventral hernia repair. Encouraged to f/u at university of minnesota for possible revision of gastric bypass. Has appointment in may. 03/01/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Right upper quadrant pain. Hospital f/u. Developed large, left lateral upper abdominal hematoma from laparoscopic ports. Continued pain since discharge. Pain improved with percocet. Having right upper quadrant pain, opposite side of hematoma few days ago but it significantly increased. Pain all over. Exam: abdomen soft, nondistended, bowel sounds present, some fading bruising left lateral upper quadrant abdomen, little tenderness. Do not feel any masses. Assessment: right upper quadrant abdominal pain, unclear etiology. Plan: check cbc see if infection. CT scan. 03/01/07: sanford bemidji main clinic. Stephen l. Towle, md. Radiology ¿ CT abdomen with contrast. Hx: right upper quadrant pain. Interpretation: comparison with 02/05/07. Increased density to fat superficial to abdominal musculature along left abdominal wall into left flank. Assume postop inflammation. Tiny amount residual gas near hernia repair. May be no significance because right-sided symptomatology and all postop changes are on left. Hernia mesh in position. Area of increased attenuation superficial to hernia mesh within right abdominal wall, 6 mm. Could be postop hematoma or abscess. If it is abscess, do not see liquefaction in center, no evidence of gas. Impression: postop hematoma or small abscess superficial to indwelling mesh. Inflammation along left abdominal wall. 03/06/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Continued abdominal pain. Cbc normal, temperature normal, most likely a hematoma or blood collection from surgery. Still having tenderness not relieved with current pain medication. Exam: abdomen soft, nondistended. Right upper quadrant tenderness on palpation. Does not seem as bad as it was on the 1st although gayle says it is unchanged. My clinical exam, it does not seem to be as tender for her. Bowel sounds present, incisions clean, dry. No evidence infection. Assessment: abdominal pain, right upper quadrant persistent, most likely due to hematoma from recent surgery . Plan: if pain still persistent next week, repeat CT scan. 03/28/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Hpi: f/u problems w/ abdomen, diarrhea. Exam: ruq abdominal pain on palpation with lump palpable half way from midline scar to lateral edge of flank just below costal margin. Impression: abdominal pain, ruq, hx abnormal CT scan. Change in bowel habits, diarrhea. Plan: set up CT scan since area hurting. 03/30/07: sanford bemidji main clinic. Patrick g. Schoenfelder, md. Radiology ¿ CT abdomen with contrast. Indication: ruq pain, previous abnormalities on CT. Still 6.9 cm in width, ap diameter has decreased from 4 cm to 3.2 cm. Postop changes in underlying abdominal wall, small amount of fluid in abdominal wall itself. Second smaller collection in midline adjacent to scar was not as well visualized on previous study. Appears to be fluid in this collection as well. Impression: mass to right of midline in abdominal wall still present, decreased somewhat in size. Small mass midline at base of scar still present, better seen today. 06/04/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Ruq abdominal pain. Exam: abdomen soft, normal bowel sounds. Tender ruq. Not sure I still palpate lump she had halfway between midline scar and lateral edge of flank like we did before, is tender in same area. Plan: CT scan to reassess ruq pain. Referral to surgery if showing persistent of fluid collection. 06/06/07: sanford bemidji main clinic. William c. Koury, md. Radiology ¿ CT abdomen with contrast. Indication: ruq pain persists, f/u abnormal CT scan. Scarring midline of abdomen at site of incision. Compared with study 03/30/07, no change noted. Conclusion: postop changes. Study otherwise not remarkable. Radiologist said no change from previous exam but does not mention fluid collection like he did on previous 2 scans. Recommend consult dr. Schoepel or serleth about pain, hx fluid collection. 07/09/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Assessment: ruq pain still persistent. CT scan showed hematoma still present, had continued pain referred her to surgery to reevaluate. 07/12/07: [missing records: records for appointment with dr. Schoepel on 12th for ¿right upper quadrant abdominal pain¿ were not provided.] 08/03/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Saw dr. Schoepel on 12th for right upper quadrant abdominal pain, he told her to continue to monitor it. Still ruq pain to palpation, grimaces when you touch area lateral to incisions. Bowel sounds normal. No bruising evident currently. Assessment: ruq abdominal pain, recurrent. Plan: contacting dr. Schoephel¿s office since pain continues. 08/03/07: [missing records: records for appointment with dr. Schoepel were not provided.] 08/06/07: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. C/o bruise and pain ruq. Initially said no trauma, but on review of records, saw dr. Schoepel 08/03/07, injected a trigger point in right upper quadrant with lidocaine, epinephrine, and fanned it across area having pain in. On coumadin for anticardiolipin antibody syndrome, previous dvt and pulmonary embolus. Exam: ruq where had pain lateral to incision, has a large bruise. No palpable hematoma. All superficial bruising, surrounding injection site. No increased warmth, fluctuance, drainage, pustular drainage. Tender when press. Normal bowel sounds, no palpable masses. 12/22/08: st. Joseph¿s area health services. Daniel a. Smith, md. Operative report. Preop dx: morbid obesity. Status post previous bariatric procedure. Elevated liver function tests. Postop dx: recurrent morbid obesity, status post previous roux-en-y gastric bypass with extremely large gastric pouch. Elevated liver function tests. Recurrent incisional hernia. Operative procedure: exploratory laparotomy with open revision of roux-en-y gastric bypass. Tru-cut needle liver biopsy. Repair of recurrent incisional hernia. Anesthesia: general. Indications for procedure: ¿this 50/y/o female is many years status post previous bariatric procedure done at the university of mn. This has been reported as a vertical band gastroplasty although no specific documentation of that has been obtained. The patient, at this point, has developed quite severe recurrent morbid obesity with associated worsening chronic comorbidities. After preoperative evaluation and discussion, she wished to proceed with form of a new roux-en-y gastric bypass . She was also noted to have some elevated liver function tests and is to undergo a needle liver biopsy. Potential risks of the procedure including bleeding, infection, leaks from the various gi tract closures, problems with bowel obstruction over time as well as the possibility of cardiopulmonary, septic or hemorrhagic complications leading to death were discussed and the patient wished to proceed. Details of procedure: patient is taken to the operating room and placed in supine position. After general endotracheal anesthesia was induced, a foley catheter was inserted along with gastrointestinal balloon catheter. The abdomen was then prepped and draped. The previously used upper midline incision was then reused and carried down through the skin and subcutaneous tissue. As one continued through the previous incision a hernia was identified in the incision. This appeared to be occurring along the upper edge of a previous mesh repair that had come up to the area just above the umbilicus . The hernia contents were then dissected free and excised and sent as a separate specimen. The abdomen was then further opened on the upper midline area for the full extent and the peritoneal cavity entered. Some adhesions were taken down at this point. The liver was noted to be mildly to moderately fatty infiltrated tru-cut needle biopsy was obtained from the left lobe of the liver. At this point further dissection revealed the patient to have a roux-en-y gastric bypass with an antecolic roux limb. This was attached to a gastric pouch that was extremely large at this point with an estimated capacity being that equivalent to a grapefruit. At this point a decision was made to proceed with revision of the gastric bypass creating a new smaller pouch and preserving the present roux limb that had an estimated length of around 60cm. At this point, the gastrointestinal balloon catheter was inflated with 15cc and pulled up snugly to eg junction. The gastric wall around this was then isolated. The new pouch was constructed with firings of the gia 4.8mm stapler stapling just below the balloon catheter beginning on the lesser curvature and then angling up toward the angle of his. At that point the balloon catheter was deflated and withdrawn. The staple line of the new pouch appeared to be satisfactory. Next the roux limb was divided immediately flush with the gastrojejunostomy and some of the remaining small bowel mesentery then divided. The stomach was then transected in the area roughly at the junction of the antrum and the body of the stomach at a point safely below the previous partitioning staple line. The remaining stomach was then freed up of its attachments and blood supply was sequentially divided with vascular mesenteric staples. The specimen consisting of the previous gastric pouch and gastrojejunostomy was then delivered from the field. Gi tract continuity was then established via formation of the gastrojejunostomy. The roux limb was, at this point, routed through a retrogastric pouch to provide less tension at the anastomosis. The anvil of a 21mm eea stapler was then sutured to the cut off end of a 18 french salem sump tube. The latter was then passed down through the mouth exiting through a small opening in the gastric pouch and the anvil will be pulled in position within the gastric pouch. The roux limb was opened and the main body of the eea stapler was passed several centimeters into the lumen of the roux limb and attached to the anvil thus creating a gastrojejunostomy upon removal of the stapler. Double doughnuts of mucosa were noted within it. The small bowel was closed off with a vascular staple line. Gastrojejunostomy was then reinforced with some 0 ethibond stitch along with 1 x 10cm surgisis tissue graft. The point where the small bowel passed through the transverse mesocolon was then reinforced with some 3-0 silk stitch. The abdomen was irrigated with an antibiotic containing saline solution. At this point no bleeding or other problems were noted. Two jackson-pratt drains were then placed through stab wounds in the left subcostal area and taken up adjacent to the gastrojejunostomy. The midline fascia was then approximated with #2 vicryl stitch. The subcutaneous tissue was then drained with 15 french round jackson-pratt drain and brought out through a stab wound just inferior to the incision and part of the closure of the midline fascia the ventral hernia was also closed. The skin was then closed with staples and the patient taken to the recovery room in satisfactory condition. There were no evident complications.¿ 01/02/09: [missing records: records from s. Chantay belanger, md for ¿wound infection¿ were not provided.] 01/06/09: sanford bemidji main clinic. S. Chantay belanger, md. Office notes. Hpi: lump top of incision. Hard and interfered with eating. Vomiting. Started amoxicillin 01/02/09 for wound infection. Got few doses, started topical bacitracin, last 2 days not been able to eat or take meds. Everything coming up, not able to keep anything down, but on questioning, has been voiding frequently and had saliva, not had dizziness, taking pain meds. Exam: abdomen soft, bowel sounds heard. At superior margin of incision an oval area of induration is a little increased from 01/02/09. Redness and tenderness to palpation, lower part of incision looks better. Area in center has a small shallow ulcer, granulation tissue forming and not broken open. Due to concerns of worsening infection or abscess, cbc stat, returned white count 7.8, down from 9.0 01/02/09. Us soft tissue, verbal report returned, small pocket of fluid under incision, small and could be hematoma or infection, nothing deeper was abnormal. Assessment: incision infection, mild. Vomiting complicated treatment. Plan: continued on attachment. - attachment: [st244399.zip]